Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant procedure, there were questions regarding appropriate capture on the right ventricular (rv) lead along with rising threshold measurements and low, but in range pacing impedance measurements. As a result, the device was reprogrammed to lv only pacing. A few month later, fluoroscopy confirmed the rv lead had dislodged. The physician was unable to reposition the rv lead due to stenosis. As a result, the rv lead was surgically abandoned and replaced. The rv lead insulation was damaged in the process. No additional adverse patient effects were reported.